Event description:
According to the reporter, the customer had a device which failed to attach, no harm was caused to the patient and a repeat procedure was not performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the device procedure for 2 years, and was trained by a given representative. The vacuum source used was a pump and the vacuum pressure before the procedure (with and without finger) was 550mmhg. The vacuum pressure during the placement was 550mmhg. Some lubricant was used to facilitate the capsule placement. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attach.

Manufacturer narrative:
Device evaluation: it was reported that one bravo ph capsule failed to attach to the patient's esophagus. One bravo ph capsule delivery device and one capsule were received for investigation. The capsule was attached to the delivery device. Visual inspection did not reveal any damage. The plunger of the delivery device was not pushed all the way to the end of the delivery device. This may interfere with the detachment of the capsule from the delivery device, and cause possible injury to the patient. This issue was found to be a user error. If information is provided in the future, a supplemental report will be issued.